Event description:
A review of service data has detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged connector. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack connectors was damaged. The root caused of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.